Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 8 needed a latch replacement. A field service engineer (fse) ordered new door latches to replace all existing units and removed and replaced three older door latches with the newer model on doors 3, 7, and 8. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door latch failed. The customer reported that tower door 8 had a failed latch and required latch replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.